Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-18. H.6. Investigation summary : bd received samples and photos from the customer facility for investigation. The customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that some liquid was found inside a tube that was in a brand new package. Additionally, the customer provided the following additional information: we pulled an sst tube out of a new container of tubes and noticed it had a viscous yellow fluid with tiny red flecks in it. We set it aside, and later I opened it and took a small sample of the red flakes which I looked at under the microscope. I found what appears to be red blood cells.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered in tube prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that some liquid was found inside a tube that was in a brand new package. Additionally, the customer provided the following additional information: we pulled an sst tube out of a new container of tubes and noticed it had a viscous yellow fluid with tiny red flecks in it. We set it aside, and later I opened it and took a small sample of the red flakes which I looked at under the microscope. I found what appears to be red blood cells.